Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The patient did not receive therapy during the oversensing. The device was reprogrammed to resolve the issue. Patient was doing good before and after the changes.